Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was associated with a system infection and erosion. A hematoma was also observed. Surgical intervention was performed and the hematoma was removed and the pocket was cleaned. The crt-d was repositioned and remains implanted and in service. No additional adverse patient effects were reported.